Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that he had an allergic reaction to the plastic around the electrode, and ended up in the hospital with dizziness, achy joints and confusion. The customer stated he was very pale. The customer stated that he is allergic to teflon, and wanted to know if the product had teflon on it. Contacted the customer, after researching, and advised him the material is polyurethane. Nothing further was reported.